Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: 2013-12-11 explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator. It was reported that the leads were explanted and replaced on (B)(6) 2018 due to patient never have gotten stimulation in their feet and the position never helped. The issue had been resolved. The leads will not be returned as they were discards. No further complications were reported.